Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and dilaudid at unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient's pump had been empty for 3 weeks and that this was the second time in 3 months that it had been empty. It was reported per the caller that she gets her pump refilled every 5 weeks. The first time the pump was empty was reported to be during the third week of (B)(6) 2018; the patient was due for a refill on (B)(6) 2017 and did not get it filled until (B)(6) 2018. It was reported that the pump had currently been empty since (B)(6) 2018. It was reported that the caller had found a new healthcare provider (hcp) but he/she had not been unable to fill the pump because the medication was in the possession of her previous hcp since (B)(6) 2018. The pump was reported to be "beeping like crazy"; contradictory statements were made about the timeline of the beeping, it was first reported to begun on (B)(6) 2018 and later reported to begun on (B)(6) 2018. Per the caller the patient was suffering, "she can't function" and she can't leave her house she is in so much pain. The caller was redirected to follow up with the hcp and was sent a physician list. No further complications have been reported as a result of this event.